Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ringand minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 5.2 mmol/l. The customer some cracks around the reservoir compartment. The insulin pump may have been bumped. The insulin pump will be returned for analysis.